Manufacturer narrative:
Evaluation code: results: evaluation of the returned device found the female component of the quick release buckle to be damaged as there is a piece that is broken off. The broken piece was not returned. There was no damage found to the male component. There are broken or loose threads on some of the box stitches. There are no stains of discoloration found on the webbing. All handles and the posey label are present and secured. The broken female component has been tested to withstand a minimum tensile load. The application of the product to the patient is designed with the quick release buckle towards the front and the handles towards the back. It is unknown as to how or in what orientation the product was being used at the time of the complaint. It appears that tensile forces greater than what is expected were applied to the buckle; however, there is not enough information to determine a definitive root cause. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Note: the instructions for use state ¿always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely. Never use soiled or damaged products.¿ (B)(4).

Event description:
Customer reported the belt was in use with an (B)(6) lb patient when the female portion of the quick-release buckle broke. Customer reports only having the belt for 6 months and it was the first time the belt had been put into use. The customer did not specify the date the event took place and reported no injuries to the patient.